Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of catheter detachment was confirmed and the cause appeared be use-related. The product returned for evaluation was one 4fr s/l groshong catheter. Usage residues were observed throughout the sample. The catheter was received in two segments which shared a complete break near the 39cm depth markings. Microscopic inspection of the shared break revealed a dull and finely granular fracture surface. The catheter exhibited an elliptical cross-section at the break site. Tactile inspection of the sample revealed abundant tensile weakness in the vicinity of the shared break. The connector was received assembled and detached from the catheter. No catheter fragments were evident within the connector bore. Following connector disassembly and bisection of the distal connector segment, microscopic inspection confirmed that no catheter fragment was inlaid within the compression sleeve. The sleeve was advanced into the narrow region of the bore. Microscopic inspection of the proximal end of the catheter revealed a glossy and regularly striated fracture surface. The proximal end of the catheter exhibited pattern transfer consistent with a sharp instrument cut. The position of the compression sleeve in the connector and the lack of catheter suggested that catheter was not inserted through the compression sleeve prior to assembly of the connector. The compression sleeve secures the catheter against the connector stent and failing to properly insert the catheter during catheter/connector assembly can lead to catheter separation from the connector. The product IFU provides instructions for the properly assembly of the catheter/connector system. The break in the catheter exhibited characteristics consistent with tensile failure, and may have occurred during removal of the detached/embolized catheter. A lot history review (lhr) of recn0713 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC broke and migrated to the heart. An additional procedure was required to remove the catheter. No long term harm to the patient reported.